Event description:
It was reported that during a device replacement procedure atrial lead undersensing was noted and the lead appeared to have dislodged. The atrial lead was capped, replaced and remains in the patient. It was also reported that the right ventricular (rv) lead showed an increase in threshold over time based and also noted there was a need to switch pacing polarity to unipolar. The rv lead was capped, replaced and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: 2007-(B)(6). (B)(4).